Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right femoral vein was punctured and access gained. Progressive dilatation of the vein was carried out according the usual practice; however a 23 fr dilator could not be advanced to the inferior vena cava. Contrast venography indicated reduced calibre of the right iliac vein system and larger than normal calibre of the left iliac venous system. The sheath and guide wire were removed with routine successful stitch closure of skin over the right femoral vein. The decision was made to proceed to left femoral vein access for implant of the implantable pulse generator (ipg) this was achieved and satisfactory progressive dilatation of the left femoral vein was performed, allowing a smooth and uncomplicated deployment of the ipg into the right ventricular endocardium. However, on removal of the venous sheath, haemostasis could not be obtained. It quickly became obvious that arterial bleeding was occurring at the puncture and incision site. Red blood cell transfusion was commenced quickly and rapid opinion was obtained from the vascular surgical unit. The patient was transferred quickly to an operating room where control of bleeding was obtained with attention to the left external iliac artery. It was found that there was laceration injury to the left common femoral artery. Primary arterial repair was undertaken given the patient¿s age and the nature of his vessels. The venous puncture site was also primarily repaired because of some posterior ooze. Good haemostasis was obtained and an extensive thigh haematoma was evacuated manually with decompression of compartments. No compromise of distal left leg pulses was apparent after that procedure, or at any time thereafter. The patient spent two days in the intensive care unit where they received five units of red blood cells with correction of coagulopathy by fresh frozen plasma. The patient then spent a prolonged period of recovery in hospital, complicated by left thigh pain, constipation and infection of the left thigh haematoma which re-accumulated to a moderate degree. The patient required further surgical evacuation of the haematoma and repair of the left common femoral artery with a patch graft. The patient¿s overall condition improved progressively. They were transferred to a rehabilitation unit. The patient was later discharged home and follows-up in the vascular surgical clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.